Manufacturer narrative:
(B)(4). The device was not returned; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that the device would not open distally during treatment of an aneurysm located in the right ophthalmic artery. It was reported the device was attempted to be delivered using a combination of pushing the delivery wire and resheathing; the device was resheathed two times. Approximately 70% of the pipeline was deployed before it was resheathed. It was further reported that the patient had moderate tortuosity. The procedure was not completed as the physician planned other treatment options for the patient. No patient complication was reported.

Manufacturer narrative:
The device was returned for evaluation. As received, the device was found fully opened with damaged braid at both ends. No other anomalies were observed. The customer¿s clinical observation could not be confirmed. Based on the analysis we are unable to conclusively determine the cause of this event. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device." All products are 100% inspected for damage and irregularities during manufacture.